Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced urinary frequency, urgency, dysuria, recurrent urinary tract infections, urinary burning and pressure, pelvic floor and perineum area spasms, abdominal cramping, burning and pain during intercourse, spousal discomfort during intercourse, difficulty emptying bladder, exposure of mid urethral sling at midline, yeast infection, rectal prolapse, bright red bleeding, bleeding after intercourse, vaginal scarring, posterior vaginal wall discomfort, mild tenderness in the bilateral obturator internus, tailbone pain, can feel mesh, stress urinary incontinence, vaginitis, pressure in the vagina, hemorrhoids, constipation, anal pain with wiping, pain with bowel movement lasting up to 24 hours and wakes her up from sleep and visible midline suture at 10 weeks. Patient had excision of exposed vaginal mesh and cystoscopy with general anesthesia. Pathology showed foreign material from vaginal mesh. It was also noted that a 3 mm area of exposed mesh consisted with mid urethral sling in left periurethral region and 1 mm region of mesh fibers in right periurethral region. It was also noted, that the patient had exposed mesh explanted in doctor's office without anesthesia. Patient had physical and occupational therapy and also experienced loss of function with physical activity, running, yard work, self care and intercourse and pain on a scale of 8/10. Pain was noted on the left side of the following areas rectum, labia, clitoral hood, pubic area, urethra and anal pain particularly after intercourse.

Event description:
Additional information received further reported that urinary tract infections had been positive for klebsiella pneumoniae and escherichia coli.